Event description:
A falsely elevated troponin I result of 28.44 ng/ml was obtained on a patient sample. The results were not reported to the physician. The test was repeated on an alternate analyzer and a result of 0.03 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of a falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was abnormal substrate aspiration.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was abnormal substrate aspiration. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.